Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation.

Event description:
It was reported that on (B)(6) 2016, the patient presented with a type b uncomplicated aortic dissection that was previously treated in an open surgical procedure and required a reintervention. The patient was treated with the implantation of two conformable gore® tag® thoracic endoprostheses that were implanted in zone 3 of the thoracic aorta. It was stated that the maximum diameter of the aortic lesion decreased from 62 mm ((B)(6) 2016) to 48 mm ((B)(6) 2017). On (B)(6) 2019, the diameter slightly increased to 49 mm. On (B)(6) 2019, the patient presented with an aortic impending rupture due to distal neck degeneration and a related type ib endoleak and aneurysm growth. On (B)(6) 2019, the endoleak was treated with the implantation of an endovascular thoraco-abdominal branched device. The patient tolerated the procedure.